Event description:
It was reported that the patient was scheduled for a revision of the artificial urinary sphincter on (B)(6) 2022 as the patient has a non-functioning device due to a undisclosed fluid loss. There were no patient complications.

Manufacturer narrative:
Date of event: unknown, used the first day of the aware month. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.